Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR report: 3006705815-2019-00593. Reference MFR report: 3006705815-2019-00594. It was reported the patient was unable to set the ipg into MRI mode due to high impedances on lead contacts. As a result, the scs system was explanted on (B)(6) 2019.